Manufacturer narrative:
Correction to h10: 13-month look back rationale. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two other similar complaints found during the searched period including this case.

Event description:
A customer reported ¿one (1) discrepant patient sample result for estradiol (e2)¿ on the aia-900 analyzer. The customer wanted to document an isolated discrepant e2 patient result for patient undergoing fertility treatment and the result was 582.8 pg/ml. The customer stated the patient result with tosoh was higher than expected, as the physician was running a baseline for the patient, and expected result was less than 50pg/ml. Upon reporting the result, the physician requested confirmation so the customer sent the same primary tube sample to a reference lab for further testing, result was 26.2 pg/ml using the roche eclia methodology. No patient sample was available for further investigation in tosoh qa lab. The quality control (qc) was within ranges before running estradiol (e2) samples. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the one (1) patient sample result was elevated. The fse observed the sample nozzle, substrate, bf probes, and detector were within specifications. The fse also performed precision testing on patient sample and controls were within acceptable ranges. Fse ran the patient sample and saw no spikes in results. No device problem was found with the analyzer. The reported high result seems to be related to the specific patient sample; patient is on fertility treatment. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three other similar complaints found during the searched period including this case. The st e2 test, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results for estradiol (e2) was related to the patient¿s sample (patient undergoing fertility treatment).